Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample was initially tested in the primary tube, resulting in an hba1c value of 9.7 %. The secondary tube of the sample was tested resulting in a value of 5.5 %. The secondary tube was repeated, resulting in a value of 5.63 %. One of the tubes was repeated again on 14-sep-2022, resulting in a value of 5.65 %. The hba1c reagent lot number was 61749701, with an expiration date of 31-aug-2023.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.